Event description:
It was reported via repair work order that the entire bed motor functions were inoperable due to footboard lockout was engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.